Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device failed idea testing due to a white screen display. Service evaluation verified the white screen display. The cause was identified to be a corrosion on the 30-pin flex, rear case, processor input/ output (I/o) board and liquid crystal display (lcd) 30-pin flex which were replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device displayed a white screen. No additional information is available.